Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the cap cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 21st march, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the cap cover from the spring arm was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The initial reporter was medical technology. The correction of b5 describe event and problem, h3a device evaluated by manufacturer?, h3b device not eval provide code, h3c if other provide code -explain and h4 manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 21st march, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the cap cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 21st march, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the cap cover from the spring arm was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3a device evaluated by manufacturer?: no corrected h3a device evaluated by manufacturer?: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code -explain: device not returned to manufacturer corrected h3c if other provide code -explain: n/a previous h4 manufacture date: 05/26/2016 corrected h4 manufacture date: 05/24/2016 getinge became aware of an issue with one of surgical lights - powerled. It was stated the cap cover from the spring arm was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Defective parts spring arm 567501286 rear cover-ral9016 (ard367501900) and kom-blue 90/130/100 f-arm abdeckbl. 4st. (Hm56053311) were replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. According to the subject matter expert at the manufacturing site, the incident is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use. Additionally, users are requested to pay attention to cracks in plastic parts. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.